Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported their implant was not working anymore. They were not feeling stimulation and they were going to the bathroom more often. They patient stated they tried to check the device with the patient programmer, and when asked if they were seeing a poor communication screen, they stated they were not sure, but imagined it was. It was recommended that the patient follow up with their healthcare professional to check the device. On (B)(6) 2016, follow up information from the patient reported that stimulation had been decreasing for a while. Their spouse tried to start it and could not. The patient noted that the steps taken to resolve the issue were that they increased stimulation. The patient noted it was not fun carrying extra underwear. The implantable neurostimulator (ins) indication for use was urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins had reached eos (end of service). The device was off/disabled and was no longer providing therapy. They had the patient check the ins with the patient programmer and it showed power on reset por. They also tried to interrogate the ins and it showed that the ins had indeed reached eos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.